Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: eight (8) devices were received for evaluation. Visual inspection via the naked eye noted a black speck on the stress-member. When the stress-member was disassembled from the bladder for size measurement using a tappi chart, the size of the black speck was found to be smaller than 0.10 square mm which met acceptance criteria for pm. The black speck was found to be embedded within the material of the components (stress-member) which means the black speck did not have contact to the fluid path (not in fluid path). A fourier transform infrared spectroscopy (ftir) test was attempted on embedded black speck, but the speck was insufficient (too tiny) to produce visible signals on the ftir spectra. Therefore, material identification on the tiny, embedded black speck could not be determined. The reported condition was verified. The cause of the reported condition could not be determined; however, the size of the pm met the acceptance criteria. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) large volume infusors had black foreign object in an unspecified location. The device contained saline. This was observed during setup. There was no patient involvement. No additional information is available.